Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: not possible to push the bypass tube though the valve, bypass tube detached at the extremity. Procedure was a mitral valve replacement, minimal cardiac surgery.

Manufacturer narrative:
One 18f manta closure unit was returned for investigation. The component was decontaminated then visually inspected. During inspection the engineer noted blood particulates present on the unit. The manta closure unit did not exhibit an engaged lever. The unit was unable to be functionally tested due to the sheath hub was not returned. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a minimal invasive valve replacement procedure, an 18f ce manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. The physician encountered moderate and severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The physician mentioned it was not possible to push the bypass tube through the hemostatic valve, the bypass tube detached at the extremity. No buckling or bending occurred to the bypass tube when met with resistance. A second 18f ce manta device was opened and deployed without complication, and hemostasis was achieved. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.